Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, they are having issues with the tubing disconnecting from the masks after they come out of surgery into the pacu setting. The patients aren't receiving any oxygen, causing their oxygen saturation to drop and causes them to inhale excess co2 from the mask. Per the facility, there has been no serious injury related to this because the nurse is right there to catch it and fix it. They replace the oxygen masks. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, they are having issues with the tubing disconnecting from the masks after they come out of surgery into the pacu setting.